Event description:
It was reported that externalized conductors were observed on fluoroscopy during device change out for normal eri. Patient was asymptomatic. The electrical function of the lead was tested and a decrease in r wave amplitude and an increase in capture threshold were noted, however measurements were within normal range. The lead was capped and replaced. The patient was in good condition after the event.